Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the size does not match with size on the caddy. It was reported that when replenishing the mf-matrix-m08 and screw (B)(4), it was a 6m, and the caddy had a 5m on it, lot number 7005319. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record shows no complaint related anomalies. The clip number called out on the bom is 60025253 which is in fact correct for this 6mm length part. The operator is responsible to reference the bom and choose the correct material callout. The operator could have chosen the incorrect clip for this part number, however, without having the actual product in hand, it is impossible to determine the validity of the complaint. The investigation showed that one step during the manufacturing/assembly process was not carried out. This particular article was packed without having gone through proper control. Placeholder.

Manufacturer narrative:
The manufacturing evaluation was conducted and it states that the product was received in its original packaging. There was no sign of damage or tampering to the package. The label calls out a 6mm length, the product measures 6mm. The clip contained in the package calls out a 5mm length. Although the bom for this product called out the correct clip to use for the assembly, the operator did not choose the correct clip for this lot. This complaint was deemed valid. (B)(4)

Manufacturer narrative:
Device is used for treatment, not diagnosis the investigation of the complained emergency screws shows that white housing which accommodates the screw is indeed marked 5 should be 6. Note that the screw itself is the correct one, we are not able to determine the exact cause for this problem but it is possible that one step during the manufacturing/assembling process was not carried out properly. This is clearly a manufacturing fault. It is possible that despite the small probability of such occurrence that there was a lapse in our quality control and this particular article was inadvertently packed without having gone through proper control.